Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and an aneurysm of the common iliac artery and was treated with gore® excluder® aaa endoprostheses. After having completely deployed an rlt311413 gore® excluder® trunk-ipsilateral leg component, the physician attempted to remove the device catheter through the sheath and out of the patient. Resistance was however felt when the catheter passed through the valve of a gore® dryseal sheath. The catheter¿s leading olive was observed to have completely separated but remained on the guidewire. The physician believes that the resistance felt may have caused the olive to separate. The olive was retrieved from the patient and the procedure concluded as planned.

Manufacturer narrative:
The device was discarded at the facility, so no engineering evaluation was performed. However, two images showing the damaged catheter of the gore® excluder® trunk-ipsilateral leg component rlt311413/18744898 were sent to gore and an evaluation was performed based on these images. The image evaluation shows that a section of the blue polyimide guidewire is visible protruding from the detached olive. The olive appears to be intact with no visible defects. Based on the provided images, it appears that the catheter¿s leading olive has completely separated but remained on the guidewire. The physician's observation of a broken component during device delivery can be confirmed. The likely cause for the broken guidewire polyimide lumen could not be determined with the available information.